Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument exhibited an unknown issue. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the return for the clip applier was mislabeled. There were multiple returns being processed. The force bipolar instrument that was returned was not opening and closing per surgeon commands. The surgeon requested the force bipolar be replaced because it was not usable. No parts fell into the patient. The case was completed with a small delay without injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed, and the findings did not replicate nor confirm the customer reported event. The instrument was received and tested on an in-house system and the instrument passed recognition and engagement tests and exhibited intuitive movement with full range of motion in all directions. The grip tips opened and closed properly, and energy delivery testing in various grip orientations was successful. The instrument was found to be fully functional with no product issue identified. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.